Event description:
Event description guidant received information that the bipolar lead became dislodged approximately one month post implant. Additionally, the helix was observed to be bent under fluoroscopy while implanted. The lead was explanted. A new lead was successfully implanted.